Event description:
It was reported that for the past several weeks the pt had experienced increased pain despite dose increases. Following "some troubleshooting" it was determined that the catheter had migrated out of the intrathecal space. The pump and catheter were replaced. At the time of the replacement it was noted that the pump had flipped and the catheter had migrated and was also torn. Per the reporter, the tip of the catheter had a mass on it. This was sent to lab for analysis. The pump was used to deliver morphine 20 mg/ml, clonidine 350 mcg/ml and bupivicaine 20 mg/ml. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).